Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed an air trap warning alarm and the red "air trap" text/alert on the system's display would not clear was confirmed during the functional testing. The root cause of the reported complaint was an air trap block failure. The event log review indicated no errors. The thermogard system failed the self-test during the functional testing due to an air trap warning alarm, which confirmed the reported complaint. The air trap block with board was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
During setup for patient use, the thermogard xp ivtm system (sn (B)(6)) displayed an air trap warning alarm. The red "air trap" text/alert on the system's display would not clear. No patient involvement.